Event description:
A hosp reported to our distributor that the humidifier connected to an rt100 adult dual-heated breathing circuit alarmed to indicate a disconnection had occurred. This event occurred during use. The problem was not resolved despite a replacement temperature probe and heater wire adapter. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the us but it is similar to a product which is sold in the USA. The device is currently en route to the MFR for investigation. A f/u report will be prepared and forwarded as soon as the device has been returned and investigation results become available.